Event description:
A caller reported a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to keep using the pump, with guidance to contact support again if the issue reappears.